Manufacturer narrative:
According to sophysa in-house process, the returned catheter has been analysed by our quality control. A visual control were performed. It reveals that the membrane between the drainage channel and the stylet one is perforated. The many deposits in the middle channel do not permit to determine precisely the perforation shape. This perforation explains the leakage observed by the user. The present catheter has been manufactured before the implementation of a corrective action, if the perforation is due to manufacturing process it could not been detected. A process modification of tests of the catheters have been implemented at the end of january 2020 to detect this type of default in our product.

Event description:
A csf leakage happened when the patient went back to the ward. No leakage was found during the operation but when return to ward, the leakage was found. The device has been explanted.

Manufacturer narrative:
Internal documentation shows that the catheter has been manufactured in accordance with the quality requirements and does not show any performance abnormality or any causality relationship between the reported incident and the suspected device. According to sophysa in-house process, the returned catheter will be analysed by our quality control.

Event description:
A csf leakage happened when the patient went back to the ward. No leakage was found during the operation but when return to ward, the leakage was found. The device has been explanted.